Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the cath lab there were no problems during insertion and pressure measurements. A terumo sheath was used. However, when the syringe was pulled to deflate the balloon in order to remove the catheter, blood entered the syringe. As a result, the catheter was removed. There was no delay in therapy since the procedure was completed successfully. There was no report of patient death, complications or injury. The patient outcome is good. Additional information received on (B)(6) 2011 from teleflex (B)(4) stated that there was not another attempt because they were already finished with the procedure.